Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted secondary to patient infection. There were no additional allegations at the time of explant. The device was returned and archieved. New information received indicates that this device was pulled from archive for trending purposes. It was identified at this time that this device did not meet expected longevity due to leaky capacitors.